Manufacturer narrative:
A DHR review was performed on the prime analyzer. The analyzer met all specifications and no discrepancies were found.

Event description:
The customer reported discrepant results on prime analyzer p07a17210c for pco2. The clinician questioned the results and ran the sample again on a different prime analyzer. This second test was closer to the patient history and central lab data. There was no patient harm or intervention reported.